Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a caster was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect castor has been received by the manufacturer for evaluation. The reported issue was confirmed as the castor bolt is sheared off at the threads. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system locking staff cart wheel broke off. The bolt itself sheared in half and the wheel assembly was completely detached. There was no patient present at the time of the issue.